Event description:
It was reported while using bd vacutainer® k2e 10.8mg plus blood collection tubes, the lip of one (1) tube was found to be deformed resulting in blood leak inside the centrifuge. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e 10.8mg plus blood collection tubes, the lip of one (1) tube was found to be deformed resulting in blood leak inside the centrifuge. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received thirteen photos for investigation. The photos were reviewed and the indicated failure mode of lipout was observed in the attached photos. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: lipout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.